Event description:
It was reported that the device suddenly alarmed during a running ventilation episode and performed reboots in a row. There was no detail in the report which would reasonably suggest that health consequences for the patient may have occurred.

Manufacturer narrative:
Dräger was made aware of the event by the ufr with 8 months delay; the hospital did not involve dräger's s&s organization into any follow-up measures. The facility was contacted but could not provide additional details - it must be considered that the ufr was rather filed to comply to national reporting requirements than driven by a real interest in getting investigation results from the manufacturer. The following can be derived from the ufr: a reboot is the specified device behavior to remove error conditions in the software processing that can't be rectified by other measures. The device will briefly power off and back on; ventilation will be resumed with previous settings after successful completion of the reboot sequence which lasts 8 to 12 seconds, typically. The aspect that the device performed several consecutive reboots is a strong indication that the error condition is rather hardware-related and could not be rectified by setting all sw processes back to a controlled state. A number of several different root cause scenarios would be imaginable; the contributing factors may include component malfunction, lack of maintenance, infrastructure issues or use error. For example, if the device was put into operation with mains power supply established but with a significantly worn internal battery, a short interrupt in mains power supply can trigger a reboot. However, when the software of the power supply does not detect the battery anymore due to a significantly lowered voltage, the boot sequence cannot be completed and the situation ends up in continuous reboots. Other scenarios would be imaginable as well; dräger is not able to differentiate between these due to lack of information. The device was in operation for 10 years now; status of repairs and preventive maintenance is not known.